Event description:
It was reported that after a diagnostic percutaneous coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during needle plunger retraction, the suture broke. A guide wire was reinserted into the device, the device was removed over the guide wire, and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the anterior and posterior cuffs successfully captured their respective needles during needle plunger deployment. The suture was broken and detached from the swage-end of the posterior cuff during needle plunger retraction to retrieve the suture, which would result in a failure to retrieve the suture. Due to the suture not being able to be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended; subsequently, a failure to achieve hemostasis occurred. A suture break and detachment from the swage-end of the posterior cuff suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and operator deployment technique. The needle plunger was reinserted into the device handle successfully without any observable resistance. There was no indication that the suture was dragged through the device or suture bearing while retracting the needle plunger. Excessive force during needle plunger removal, a jerky motion, a sidewall stick, and deployment in challenging anatomies can cause the link to break. Gently removing the needle plunger during the first 2cm can reduce breakage of the link. There were no reported challenging anatomical conditions which could have contributed to the link break. In addition, there was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could have caused the link to be pulled from the swage-end of the posterior cuff. Based on the reported information and the investigation, the probable cause for the link breaking from the swage-end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all of the lot release testing, met specification. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.